Event description:
It was reported that the patient had passed away. The physician's office had no further information regarding the event. The disposition of the vns products is unknown to date. No additional relevant information has been received to date.